Manufacturer narrative:
H10: through follow-up communication livanova learned that correct serial number of the involved s5 system used. Model and serial number have been added to the dedicated d.4 section. In addition, livanova learned that this is a duplicate complaint of one already present in the database, therefore this complaint has been voided and no further updates will be provided on this report number. From the complaint already present and mentioned above, through follow-up communication, it was learned that the reported issue concerns no flow value shown on the s5 system display. However, this event did not lead to any pump stop. Based on the design of the device, the control of different perfusion parameters (e.g. Pump speeds or flow rates) can be available through different and redundant control systems. Malfunctions impairing or limiting control of perfusion parameters while redundant control systems are conformingly functional are unlikely to cause patient death or serious injury. Therefore, the event has been assessed as not reportable.

Event description:
See initial report.

Manufacturer narrative:
Livanova deutschland manufactures the s5 system. The incident occurred in united states. A livanova intiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cp5 stopped during use. According to provided information, team has an issue with a bent line and power issue. The procedure was completed with no issue. There is no report if any patient injury.